Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Customer reported the patient was coughing violently at the time of incident.

Manufacturer narrative:
Covidien was not authorized to evaluate the device.